Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had drawer 4 sub drawer 2 all cubie pockets not detected on bus. The field service engineer found the row board cable was disconnected, reconnected the cable to resolve the issue. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the 2d main drawer 4.1 failed causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.